Event description:
It was reported that the physician was attempting to deploy an assurant cobalt peripheral stent into a patient to treat a lesion in the common iliac with moderate tortuosity. It was reported that the stent was advanced into the distal edge of a previously deployed endurant ii limb and became stuck. When an attempt was made to pull the stent out, the stent got stuck on the edge of the endurant limb and dislodged from the balloon. They were able to advance the balloon back in and catch the stent. After several attempts, they were able to get the stent and balloon into place and properly expand it. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgement). Related to operational context (root cause of issue most likely procedural related). No results available since no evaluation performed (device not provided for review). Evaluation conclusion: related to operational context (root cause of issue most likely procedural related). Known inherent risk of procedure (stent dislodgement). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).